Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Initial testing experienced a false downstream occlusion alarm and testing could not be completed. The device could not be tested further for downstream occlusion detection due to the occurrences of a symptom error 306 caused by a system error 306 caused by failed downstream sensor. The downstream sensor was replaced.

Event description:
It was found during a baxter evaluation that a pump experienced a downstream occlusion alarm when no downstream occlusion was present. There was no patient involvement.